Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in the hospital because of diabetes ketoacidosis. During high blood glucose troubleshooting, his blood glucose was 575 mg/dl and his most current was 400 mg/dl. He said that he was feeling nauseated, dizzy, had vomiting and abdominal pain. He said that he realized the evening of the event that he was not receiving any insulin and he checked the infusion set and it was bent. He had tried inserting a new infusion set and to correct but said that it was too late. He said that he had already called in to report the bent infusion set cannula. He treated by manual injection. He was admitted to the hospital because of his high blood glucose on (B)(6) 2017 around 10:00 pm with a blood glucose of 575 mg/dl. The customer said that his blood glucose was high because of the bent infusion set cannula. He was wearing the pump at the time of the hospitalization. He was still hospitalized at the time of the call and was scheduled to be in there for at least another day. He declined to check for air bubbles in the tubing and reservoir, declined to check for possible site/insulin issues and declined to check his settings. The customer was not able to perform the high-pressure test because he did not have a tubing clamp available and was advised to call back once he received one. He was advised to change the entire set, reservoir and insulin and to treat per his doctor¿s instructions. The customer performed a self-test and the pump passed. He also ran a 0.5 manual bolus and said that it went through successfully with no alarm. The customer called back after receiving a tubing clamp and was assisted in performing the high-pressure test. The pump passed. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No insulin flow block alarms or delivery anomalies noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.